Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date e.1: initial reporter facility name: cadre laboratoire du centre hospitalier d¿auch en gascogne a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® one use holder, 1 device became loose during collection and blood leaked into the holder. There was no health impact or consequences reported.